Manufacturer narrative:
(B)(4). The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown.&#2062;o additional information was available at this time.